Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), 04.027.053s / lot 9436537, manufacturing date: 09 april 2015, expiry date: 01 april 2025. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial surgery applying japanese proximal femoral nail antirotation (pfna) for intertrochanteric femoral fracture took place on (B)(6) 2015. The reported blade was found back-out in the patient's body postoperatively. On (B)(6) 2016, the reported blade was removed and treatment was shifted to be in revision of bipolar hip arthroplasty. As the blade in question was migrated by the nail, the surgeon removed the reported blade not using any extraction instruments but by hand. The surgeon then found that the reported blade was not locked. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.